Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented to the clinic with his ipp no longer working. It was noticed that the device had fluid loss in the tubing connected to the right cylinder. The device was not inflating properly. The ipp was explanted and replaced. There were no patient complications reported.